Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification of escherichia coli as citrobacter when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3213048. The customer did not return panels, isolates or phoenix generated lab reports but provided binary files for the investigation. To investigate, four retention panels of the complaint batch were tested using qc isolate e. Coli a35218 on a phoenix m50 machine and evaluated for identification results. In addition, four control panels from the same material but different batch were tested using qc isolate e. Coli a35218 on a phoenix m50 machine and evaluated for identification results. All eight panels tested identified the isolate as e. Coli, this complaint is not confirmed. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed five other complaints on this batch, three of which are related to this defect and unconfirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Thank you again for contacting bd and please continue to communicate any further concerns.

Event description:
It was reported that during use with the panel phoenix nmic/ID-307, a patient sample of e. Coli was misidentified as shigella. There was no report of patient impact.

Manufacturer narrative:
The panel phoenix nmic/ID-307 is an antimicrobial resistance panel that consists of a combination of the following 510k numbers: k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the panel phoenix nmic/ID-307, a patient sample of e. Coli was misidentified as shigella. There was no report of patient impact.